Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a possible temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s hospitalization due to right heel pain, congestive heart failure (chf) and death. Per the clinical manager (cm), it is unknown when the patient¿s last peritoneal dialysis (pd) treatment occurred (cycler or manual), or if the patient was undergoing renal replacement therapy (rrt) when the events occurred. The etiology of the events is unknown; therefore, causality cannot be established. The incidence of chf in the end stage renal disease (esrd) population as compared to the non-esrd population is estimated as being up to 3-fold higher. Additionally, the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Due to the lack of treatment record(s), discharge summary, esrd death notification, death certificate and autopsy report; there is insufficient evidence to disassociate the liberty select cycler from the events.

Event description:
It was reported that a peritoneal dialysis (pd) patient was expired. During follow-up, the clinical manager (cm) for the patient¿s home dialysis clinic reported the patient was hospitalized on (B)(6) 2020 due to right heel pain (specific not provided), and subsequently expired on (B)(6) 2020 (specifics not provided). The definitive primary and secondary causes of death are unknown; however, the cm stated he remembers congestive heart failure as one of the causes listed on the death certificate. The cm stated the patient was compliant with renal replacement therapy (rrt) and was having no issues with pd therapy or the liberty select cycler prior to her admission. The cm stated he is unaware of when the patient last completed ccpd therapy, or what type of rrt was being provided to the patient while hospitalized, if any. The patient was not on hospice, and the patient¿s death was unexpected. Additional information was requested (e.g. Death certificate, discharge summary, end stage renal disease (esrd) death notification, autopsy report, treatment record), however the cm stated the patient¿s electronic medical record was closed, and the paper record was sent to storage offsite. The patient¿s family has not returned the liberty select cycler to the clinic as of (B)(6) 2020.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed that the serial number sticker printing was faded. There was visual indication of particulates under the upper catch door post. An as-received simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. There were no visual discrepancies observed during internal inspection. A second review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.